Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization. Reportedly, resistance was felt during device insertion. The device was deployed and a lot of resistance was felt during device removal. When the device was removed, the distal sheath was broken just past the foot. The sheath was still connected to the body of the device by the actuator wire. The suture was removed from the patient and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance felt during insertion in the anatomy and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.